Event description:
It was reported that during implant attempt, the lead was pulled from the sterile package and the lead tip was bent. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of tis event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the distal conductor was distorted. It was also noted that the lead appeared to have been damaged at implant.